Event description:
Our company received report of this event on (B)(6) 2009. While doing yard work, his vp safety strap came out. Once inside, he forgot to replace the tape that he had holding it in place. While eating he starting coughing and the prosthesis was dislodged into his trachea. He received a bronchoscopy same day. The prosthesis was successfully removed from his lung.